Event description:
During transport of patient, the defibrillator began to charge. EKG leads were attached to patient, paddles were in wells. Nurse turned the unit off. No harm to patient or staff. Could not duplicate the problem later.medtronic is not aware of similar issue. Suspect one of the charge buttons was bumped.======================manufacturer response for defibrillator, medtronic -physio control (per site reporter).======================manufacturer not aware of any similar problems with this device.